Event description:
Report states that a cadd solis pump was set up for pca. The pump was to deliver 18mg of hydromorphone at the conclusion of the infusion, it was noted that 6mg had been delivered. No injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned and evaluated. Three separate accuracy tests were performed, and each time the device was found to be within the published specification of +/-6%. This device is subject to a recent field safety corrective action which was brought to the administration's attention in july 2011 with smiths reference 2183502-04/25/11-004-c. The latches for affected cadd-solis devices will be replaced with a more robust latch assembly for securing the cassette to the pump. Following replacement of the latch, the pump passed function and accuracy testing.